Event description:
Additional information was received that indicated this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead had observations of noise that was being oversensed causing inappropriate shock therapy on more than one occasion. It was noted that the signal was non physiologic and was too large to program sensitivity around. There were also observations of a decrease in pacing impedances. It was thought that these observations were due to early signs of a lead insulation issue. A chest x-ray was recommended. This lead remains in service. No adverse patient effects were reported.